Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the anterior tibial (at) artery using an indigo system catrx aspiration catheter (catrx), a 6fr non-penumbra sheath, and a guidewire. During the procedure, while advancing the catrx over the guidewire through the guidewire lumen to the target vessel, the physician noticed under fluoroscopy that the radiopaque marker of the catrx was not visible on the monitor. Upon further inspection, the physician noticed under fluoroscopy that the distal end of the catrx broke off in the superficial femoral artery (sfa) over the guidewire. Subsequently, the physician removed the catrx and used a snare device to remove the broken distal piece of the catrx from the patient. The patient was treated overnight with tissue plasminogen activator (tpa). On the following day, the procedure was completed using an indigo system cat3 aspiration catheter (cat3), an indigo system cat6 aspiration catheter (cat6), and another non-penumbra sheath to restore baseline flow in the target vessel. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned catrx confirmed a distal shaft fracture and revealed stretching at the fractured location. If the device is retracted against resistance, the device may become stretched. Further retraction against resistance may result in subsequent fracture of the device. Further evaluation of the device revealed that the guidewire lumen was punctured near its distal tip. If the guidewire is advanced through the catrx guidewire lumen at an extreme angle, the guidewire may puncture the guidewire lumen. If the guidewire was outside the guidewire lumen and the catrx was inserted into a parent catheter, resistance maybe encountered during advancement. Further evaluation also revealed kinks throughout the length of the device. Based on the packaging condition, this damage was likely incidental to the complaint and may have occurred during packaging for the return. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder